Event description:
After getting breast implants, I started having all kinds of autoimmune disorders. To date, I have been diagnosed with endometrioses, fibromyalgia, chronic migraines, skin rashes, pre skin cancer, irritable bowel disorder, brain fog, anxiety, depression, adhd, ptsd, chronic fatigue syndrome, asthma, insomnia, osteoarthritis, and tendinitis, all following getting breast implants. I did not have these problems prior to implants.